Event description:
(B)(4). The dealer reported that the trex2 mechanical wheelchair had the wheels changed because the rear right wheel could be rotated manually , and afterwards the issue remained, although the frame could not be visibly detected to be bent. There was no injury reported.